Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found that replacing the lamp might have solved the issue. Since the lamp was used for about 200 hours; an accidental malfunction may have occurred, thus spare lamp ignited and e103 (lamp error) was indicated.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Customer reported that the lamp shuts off and goes to spare lamp. Tac inquired how many hours are on the lamp and the customer stated about 200 hours. The customer also confirmed it was an olympus lamp. The customer wanted to replace the lamp provided it would resolve the error issue. Tac recommended that the device be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source had an error code e103. There was no harm or user injury reported due to the event.